Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of it was reported that the funnel top was missing could not be verified due to the product not being returned for failure investigation . Based on the information provided, the device history record review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids/ funnel top for the same part number throughout the last twelve months. Based on information provided, it wasn¿t possible to determine the root cause like a failure mode related to the manufacturing process since there was not enough information provided like a picture from original packaging, method used to handle material, shipped partial sells and storage controls of the remaining product within distributors facilities to perform an exhaustive investigation.

Event description:
It was reported that 4 bd 8qt sharps collectors experienced missing lids. The following information was provided by the initial reporter: missing the all funnel tops.

Event description:
It was reported that 4 bd 8qt sharps collectors experienced missing lids. The following information was provided by the initial reporter: missing the all funnel tops.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.